Event description:
It was reported that during an angioplasty procedure, a shaft break occurred. The 80% stenotic, de novo and eccentric lesion was located in the calcified and severely tortuous proximal left internal carotid artery. The lesion was reported to be 6.0mm x 20mm and was not pre-dilated. The carotid wallstent monorail 8.0mm x 29 mm stent delivery system was advanced; however, significant resistance was encountered when attempting to cross the lesion. Upon attempting to deploy the stent, the deployment failed and the proximal portion of the shaft broke. The device was removed from the patient without additional intervention. The procedure was successfully completed with a carotid wallstent monorail 7.0mm x 40 mm. At an unspecified time, the patient experienced an ischemic cerebral attack; however, no further patient complications were reported. The patient's status is reported as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.